Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. Customer is eating to bring it up and asked if she wanted to troubleshoot for the low blood glucose but declined. Customer was helped to install java and get upload going.